Event description:
It was reported that the right ventricular (rv) lead dislodged and the patient experienced diaphragmatic stimulation. Twiddler's syndrome was assumed. The lead was attempted to be repositioned, however sensing was poor so the physician elected to explant and replace the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.